Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: biomet regen/rnglc+ ltd 52mm sz 23 item#: pt-116052 lot#: 146150, biomet arcomxl 36mm +3 mrom lnr sz 23 item#: xl-108223 lot#: 724390, biomet 36mm cocr mod hd std item#: 11-363662 lot#: 776920, biomet ringloc+ replacement ring sz23 item#: 106023 lot#: 178980, biomet tprlc 133 t1 pps ho 16x152mm item#: 51-104160 lot#: 3661599, biomet porous hip - std ln/std hd item#: 98-b001-001-40, lot number unknown.

Event description:
It was reported during a total hip replacement that the liner would not seat properly into the cup. The locking ring was exchanged, but liner still would not seat. A new liner was used to complete the surgery. No adverse event or serious injury was reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected and additional information. Complaint sample was evaluated and the reported event was confirmed. The liner was returned and evaluated against the complaint. Locking tabs of the liner are damaged and the locking groove is deformed. Biological debris was found near the locking tabs. Material debris is present on the outer diameter of the liner. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.